Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The covers were removed, and the cables were re-seated. Once those actions were performed the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that when booting up the system they received collimator error. The representative did multiple reboots without resolve. A field service engineer was contacted and walked the other representative through all the over the phone troubleshooting, with no resolve.